Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the cardioplegia pump came up with a belt slip error code. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service representative (fsr) was unable to verify the belt slip while performing a functional check of the roller pump. He uploaded the data logs to be evaluated. The fsr replaced the roller pump with a loaner roller pump serial number # (B)(4) and performed a release test. The unit operated to the MFR's specifications and was returned to clinical use. The suspect device was returned to the MFR for further eval.